Event description:
Customer reported to customer service that she witnessed sparking from the power supply for her breast pump. Customer also indicated there was no fire/flame, or injury obtained from the reported power supply issue.

Manufacturer narrative:
Contact was not made with customer to obtain additional information regarding this even after two attempts. More attempts to make contact with customer will be made. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.